Manufacturer narrative:
Account stated that three other transporters used the bed and no one else allegedly was shocked. Account inspected the bed and were not able to duplicate the alleged incident. The bed was not plugged in during transport. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that a worker got shocked when they went to use the intellidrive. No injury was reported.